Event description:
The pt is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device showed that it is functional. Revision surgery will be scheduled.